Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the pt was driving in his car and noticed the controller felt warm. The pt looked down and the green light that is normally on was not on. The pt tried to perform a system check and there were no audible alarms or lights noted. The pts denies any symptoms of illness. The pt was successfully changed to his backup system controller with no issues.

Manufacturer narrative:
The device was returned to the MFR for investigation. The system controller was functionally evaluated and tested and was determined to be operating as expected. The system controller operated a mock circulatory loop overnight and no change in the physical temperature of the controller was observed during our testing or the overnight operation. The controller was also connected to the returned 14 volt batteries and supported a mock circulatory system without issue. The log file was reviewed and contained about six hours of primarily pi events. Toward the final entries in the log file, there was a series of events where the pump had stopped associated with the pump disconnected flag being active. The pump disconnected flag cleared and re-activated within the minute, followed by the controller run time clock being reset to zero. The controller clock being reset to zero is indicative of a power interruption to the controller and although it cannot be conclusively determined, it is also consistent with the report of the green led not being lit on the controller. These events were accompanied by the expected alarm conditions including the hazardous alarms for low speed and low flow. An additional two minutes of data was recorded however the pump did not appear to be connected during this time. No further info is available. The MFR is closing its file on this event.